Manufacturer narrative:
Upon evaluation, the drill coil assembly was found to be damaged. The motor was replaced due to the error message and preventative maintenance was performed.

Event description:
The core sumex drill was returned for service. Upon evaluation at the manufacturer, it displayed a bias current error when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.